Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber began forward firing after 5:10 minutes and 23,424 joules of use. The fiber was replaced, and the second fiber began forward firing after 19:01 min and 139,905 joules of use. The procedure was converted and completed with transurethral resection of the prostate method. There was no injury to the patient. It was noted that the green light was observed to be emitted from the end of the fiber, there were no stone present. Fiber life courtesy error message code 120 occurred one time during fiber use, and the fiber was cooled. The end of the fiber tip did not have any accumulated tissue, and the physician applied a good technique during the procedure. Fiber report 2 of 2.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber began forward firing after 5:10 minutes and 23,424 joules of use. The fiber was replaced, and the second fiber began forward firing after 19:01 min and 139,905 joules of use. The procedure was converted and completed with transurethral resection of the prostate method. There was no injury to the patient. It was noted that the green light was observed to be emitted from the end of the fiber, there were no stone present. Fiber life courtesy error message code 120 occurred one time during fiber use, and the fiber was cooled. The end of the fiber tip did not have any accumulated tissue, and the physician applied a good technique during the procedure. Fiber report 2 of 2.